Event description:
Complainant alleged that during biomed testing, the device displayed a "system fault 36" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the power supply board. Analysis of reports of this type has not identified an increase in trend.